Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant result when using the bd pcr cartridges (ref #437519) from lots 4149768 and 4289593 was performed by the review of manufacturing records, analysis of customer data and verification of complaints history. Customer complained about c. Auris late and low positive results with their c. Auris open-system assay (test name: 450-043-c-max) used in combination with the bd max exk dna-3 assay, with bd pcr cartridges from lots 4149768 and 4289593. Review of the manufacturing records of the bd pcr cartridges kit indicated that lots 4149768 and 4289593 were manufactured according to specifications. Customer provided four run files (runs 778, 781, 789 and 791) from bd max instrument ct2621 for investigation. Data analysis identified four positive qc controls that yielded expected c. Auris positive results (runs #778/a4, #781/b8, #789/b9, and #791/a2), along with six c. Auris positive patient samples (runs #778/a6, #781/a4 & a7, #789/b3, and #791/b1 & b2). Manual pcr curve adjudication of all c. Auris positive patient samples in the data revealed either moderate or late and low pcr amplification, but appearing to be true, c. Auris positive results for all the samples. No anomaly was observed in the data. Nevertheless, manual curves adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a consumable issue based on the analysis of the complaints received for discrepant results on bd pcr cartridges lots 4149768 and 4289593. The root cause was not identified. However, specimens at or near the assay limit of detection (lod), or environmental or cross contamination, are the most likely causes to explain the customer¿s positive results. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan (CAPA) at this time. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
Report 2 of 2: it was reported that during use of the bd pcr cartridge on the bd max instrument, an unspecified number of false positive candida auris results were obtained. Positive samples were repeated on max and were candida auris negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported that during use of the bd pcr cartridge on the bd max instrument, an unspecified number of false positive candida auris results were obtained. Positive samples were repeated on max and were candida auris negative. There was no report of patient impact.